Event description:
It was reported that a leak through the watchman device fabric occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted with no recaptures performed. At the patient's 45 day follow up appointment, transesophageal echocardiography (tee) noted a 4-5mm leak through the fabric of the closure device. 3d imaging further confirmed the flow was coming through the fabric of the closure device. The patient was expected to undergo another tee at either a 6 month or a 1 year appointment to determine if the leak closes. Until the next tee, the patient was to continue an oral anticoagulant regimen. The patient was doing well after this leak was noted.